Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service representative evaluation: the vyaire field service representative (fsr) performed the operational verification procedure of the device, uim functionality test and cycled the device for an hour. The fsr was not able to duplicate the reported customer event. Therefore, no assembly failure could be determined and no component root cause will be performed. The device was returned to the customer having met manufacture specifications.

Event description:
The customer reported a non-functional display on the user interface module (uim) of this ventilator device. The customer stated no patient involvement with this event.